Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the perfusionist that since the patient's first pump was exchanged on (B)(6) 2014 (reference MFR. Report #2916596-2014-01046), the patient has not been clinically doing well. The patient's pump speed was accelerated to 10,000 rpm in order to unload the heart. High pulsatility was noted according to arterial line with pump speed at 10,000 rpm. The flow was reading "---", pump power was appropriate and pl seemed elevated. The patient's ldh's were elevated to 1000 and blood urea nitrogen (bun) and creatinine were increasing. The patient's inr was 1.7 where it had been therapeutic over 2.0. The physician decided to start a heparin drip. It was reported by the vad coordinator on (B)(6) 2014 that the patient was not awake even though sedation had been turned off. The hospital staff was considering the possibility of aortic insufficiency or micro-emboli. Head cts were taken and were normal with no other indications of neuro damage/stroke. On (B)(6) 2014, a ramp study was conducted to increase the speed to unload the left ventricle. There were no changes from the pump data to the patient's hemodynamics. On (B)(6) 2014, the perfusionist reported that the hospital staff administered tpa. The patient still has not woken up and continues to have elevated ldhs. It was also reported that the patient is heparin-induced thrombocytopenia positive (hit+). The hospital staff knew of this prior to the patient's initial implantation of the pump.

Manufacturer narrative:
The pump remains in use supporting the patient. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.